Event description:
Two patients have developed an infection requiring an I&d after going home with a peripheral nerve block and an onq pump post orthopedic procedures. The lot numbers of the product were the only similarity identified thus far. Pt code: 1930. Device codes: 2303, 1631. Ref: mw5186614.